Manufacturer narrative:
Product analysis: the analyzer failed incoming functional test. The failure was attributed to a bent connector pin. The analyzer was sent to the contract manufacturer for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned as an associated product and subsequently tested out of specification. There was no patient involvement.